Manufacturer narrative:
(B)(4). Catalog number 062945-001 is the international list number which meets the requirements of the similar product listed in model/lot # which is the us list number. The lot number was not provided, therefore, a batch record review could not be conducted. A return sample evaluation was not performed because tubing was not returned. No defect, deficiency, or malfunction of the peg tube was described by the reporter. There are no anomalies with the abbvie peg tube reported that would contribute to the event. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2016, the patient in (B)(6) underwent placement of a percutaneous endoscopic gastrostomy (peg) tube. Right after the placement of peg tube the patient had a pneumoperitoneum that required a laparotomy. On (B)(6) 2016, the patient was discharged home. The wound was weeping at the laparotomy site. On (B)(6) 2016, following laparotomy complication, the patient was hospitalized.